Event description:
It has been reported to philips that the system would failed to fluoro and upon retrying, system would display a black screen with an error message. The device was in clinical use at the time of the event. No harm was reported. A philips field service engineer (fse) inspected the system onsite and identified errors in the logfile. Fse replaced converters, calibrated the tube and confirmed the device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed fluoro. Analysis of system log file by fse showed converter errors and upon troubleshooting using grid switch test, fse found the issue was due to bad grid switch in tube. To resolve the issue, fse replaced the converters and calibrated the tube. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.